Event description:
It was reported that the physician was attempting to treat a lesion in the lad exhibiting 90% stenosis and severe calcification. During the surgery, the lesion was pre-dilated, but the device could not cross the lesion. The device prepped as per IFU prior to use with no issues noted and no resistance noted when advancing the device across the lesion. The physician used a new device to complete the surgery. No patient injury occurred and no clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be deformed evaluation summary: the device was returned to medtronic for evaluation. The hypotube was kinked 7.5cm distal to the strain relief. The 14th and 15th distal segments were deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: patients condition affected the effectiveness of the device (severely calcified and 90% stenosis); inherent risk of procedure (stent deformation); deformation problem. Conclusion, results: device failure related to patient condition (severely calcified and 90% stenosis); known inherent risk of procedure (stent deformation). (B)(4).